Event description:
Received a report from a consumer indicating customer experienced discomfort upon removal of a tampon pledget. Consumer indicated there were two tampons attached by two strings. It is not specially possible for two tampon pledgets to fit into one applicator.